Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/17/2025, a facility notification was received via email regarding the pmcf study. The facility representative reported that a healthcare professional indicated fixation was not successfully achieved because the biceps had pulled off. The failure of fixation was treated with a biceps tenotomy. The occurrence date is unknown. The affected device was a swivelock suture anchor, used in the treatment of a bicep's tendon lesion.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed per the cetas healthcare survey document provided, and no evidence of the reported failure was provided. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a patient-specific event.